Event description:
The vicm13.2 implantable collamer lens was implanted on (B)(6) 2012 and the surgeon noted it was oversized. Patient experienced angle closure and blurred vision. Surgeon plans on replacing this lens was a smaller icl.

Manufacturer narrative:
Evaluation method - lens work order search; medical review. Results: visual inspection of the returned product showed the lens was returned dry and no visible damage was observed. The lens was re-hydrated in bss and the length of 13.125 was re-measured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. A lens work order was performed and showed no other complaint related to same work order. Medical review - pupi/angle closure with elevated iop in the presence of high vault early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), mal-positioned footplates, exct. There is not enough information to determine the exact cause of this event, however, we cannot rule out excessive vaulting secondary to a long lens as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received which indicated the lens was removed on (B)(6) 2012 and patient is doing very well now. (B)(4). Surgical procedure, secondary. Explant. (B)(4).